Event description:
Boston scientific crm received information that this transvenous defibrillation lead exhibited a slightly elevated shock impedance of 72 to 102 ohms. It was noted that the shock impedance had been in the 80 ohm range, and a daily measurement of 100 ohms was also observed. A technical service (ts) consultant discussed possible reasons for the rise in the shock impedance, and suggested to monitor the patient and if indicated perform a non-invasive programmed stimulation (nips) procedure. Ts discussed that an out of range shock impedance measurement would be greater than 125 ohms, thus this measurement was not out of range. Ts discussed bringing the patient to the clinic to perform a 1.1 joule and maximum energy shock to test the lead system. Additional information was provided that the shock impedances increased to 120 ohms. The patient was receiving a new device and the shock impedances were 120 ohms with the new device as well. A defibrillation threshold test (dft) was done and resulted in a shock impedance of 106 ohms, and there was no noise noted on the shock channel. Technical services (ts) stated that the lead is a single coil lead and impedances generally run higher, and the shock impedance was historically high with the old device. The decision was made to continue monitoring the patient at that time. Additionally, a red alert was detected by the latitude system due to a shock impedance of greater than 125 ohms. The patient was brought in to her clinic, and the shock impedance was noted to be 120 ohms. Patient isometrics were performed of all forms, which did not result in any noise. Multiple lead impedances were checked and resulted in shock impedances of 115 ohms. The patient again will continue to be monitored. Additional information was provided that another red alert was detected by the latitude system due to high shock impedances. To date, there have been no reported adverse patient effects related to this clinical observation.

Event description:
Additional information was provided that the remote monitoring system again detected an alert due to high shock impedances. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.